Event description:
The patient was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis 3.0. Approximately 3 years after implantation, the patient developed endotension which contributed to aneurysm enlargement of 5cm. A re-intervention was performed in 2006 using the cook zenith renew device. The gore excluder aaa endoprosthesis was left in place and the cook zenith renew device was used to reline the gore device. A femoral artery bypass was performed in conjunction with the cook zenith renew device. The patient tolerated the procedure.

Manufacturer narrative:
Device remains implanted in pt. A review of the manufacturing paperwork is being conducted.